Event description:
12 mm trocar sleeve was shredding during use. Medical record reviewed: a 12 mm step trocar was placed directly through the umbilicus. Under direct visualization, 2 additional 5 mm trocars were inserted, in the left lower quadrant and in the suprapubic area taking care to avoid the bladder. The "step" sheath to the 12mm umbilical trocar was noted to be fractured and defective with portions of the expandable part of the tocar breaking off. None of these were within the patient. This was reported to material's management and an event report was made. Spoke with dr. Who reported that she did disclose this to the family and that she does not feel there would be any adverse effect on the patient.